Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 44 was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, as the preloaded jagwire guidewire was viewed in an endoscope, it appeared and looked like the tip has split. The guidewire exited at the side near the distal portion of the channel. Also, when the contrast was introduced, it appeared that the contrast leaked through that split tip. The jagtome and the preloaded jagwire guidewire were removed from the patient and a second jagtome¿ rx 44 was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results: the distal tip was detached exposing the core wire.

Manufacturer narrative:
Patient's exact age is unknown; however. It was reported that the patient was over the age of 18. Reported event: tip detached. Visual analysis of the tome revealed distal section torn. The distal end of the guidewire was partially detached. Functional evaluation revealed that the wire was withdrawn from the tome without resistance, and would advance without resistance when loaded at the proximal end of the tome. Moreover, water was injected and no leaks were found on the device. The evaluation concluded that the device has the distal section torn and the wire was able to be advanced through the tome with no leaks found on the device. However, the guidewire has the distal end partially detached. Due to anatomical and/or procedural factors encountered during the procedure performance was limited and the integrity of the device was affected. Therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.